Event description:
Patient's father reported the meter has a black line down the meter screen. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).